Event description:
It was reported that while using a bd vacutainer® eclipse¿ signal¿ blood collection needle, the needle was difficult to activate during use. This event on occurred on 2 instances. There was no report of patient impact. The following information was provided by the initial reporter: recently we have been getting a message from the employees that the needle does not go into the protective cover.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for difficult to activate with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter phone#: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0232073, medical device expiration date: 2025-08-31, device manufacture date: 2020-09-15. Medical device lot #: 0232070, medical device expiration date: 2025-08-31, device manufacture date: 2020-09-01. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd vacutainer® eclipse¿ signal¿ blood collection needle, the needle was difficult to activate during use. This event on occurred on 2 instances. There was no report of patient impact. The following information was provided by the initial reporter: recently we have been getting a message from the employees that the needle does not go into the protective cover.